Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she had an infusion set that had come out. She went to go to get a reservoir and saw that she only had the reservoirs for the new pump that she had returned. Customer stated they were the wrong size reservoirs and too big for her pump. Customer stated she was feeling sick, and when going back to feel her infusion set she felt it loose and just popped right off at the quick release. Customer states it does not connect. The customer¿s blood glucose was 577mg/dl at the time of incident. The customer decline troubleshooting for high blood glucose. The customer treated it with injection. The reservoir and pump will not be returned for analysis.